Event description:
Information received from the field does not address the patient's clinical status but notes undersensing on the atrial channel with the atrial sensitivity programmed to automatic. The device was reprogrammed to "fixed" at 0.2 mv but intermittent undersensing persisted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received